Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch select meter was displaying a calcode issue. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions on (B)(6) 2010 and (B)(6) 2010. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on an unspecified date and time prior to contacting lfs. The patient informed the cca that she manages her diabetes with insulin (self-adjuster). At the time of the alleged issue, the patient denied taking any actions regarding her diabetes management regimen. The patient denied developing symptoms at the time of the alleged issue. On (B)(6) 2010 at 1:00pm, the patient claimed seeing another health care professional (hcp). At the time of the visit, the patient stated she was tested by the doctor/clinic meter with readings of "33, 98, 40, and 140 mg/dl" and was treated with food and/or drink. At the time of troubleshooting, the cca was able to resolve the alleged issue. Replacement products were still sent to the patient. Based on the information provided, this complaint is being reported because she claims she was unable to test her blood glucose due to the reported issue and reportedly received hcp treatment after the alleged issue began.

Manufacturer narrative:
(B)(6) 2010: the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. A 510(k) # is k072543.